Manufacturer narrative:
This MDR is being filed in response to invacare's commitment to FDA (see FDA form 483 dated 12/17/2010), to review all adverse event files processed in the last two years and to file mdrs as necessary, based on invacare's newly revised complaint handling procedure and work instruction. No injury reported. The complaint alleges the concentrator was hot. The dealer opened the unit and alleges an intake hose was melted. The intake hose is a vacuum hose. Photos were provided by the dealer and the hose was visually collapsed, no melting was observed in the photo. MFR is working to obtain the product for eval. The device inlet filter was not shown. It's unk if any restriction of the intake side of the device is occluded contributing to the collapse of this hose. There is no history to suggest a product problem. Device was recently repaired, it's unk if device sustained any shipping damage when concentrator was returned from the repair. MDR filed on statement device allegedly got hot. Malfunction is not confirmed.

Event description:
The nursing home alleges the unit was hot and when the dealer opened the unit, he discovered the intake hose was allegedly melted. No injury is alleged.